Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information, updated fields.

Event description:
The following was reported to hamilton medical ag: summary:self test fail. Tf 431008, 231012 & battery not detected.

Event description:
The following was reported to hamilton medical ag: summary:self test fail. Tf 431008, 231012 & battery not detected.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mainboard. Correction: replace mainboard.